Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a ventricular tachycardia (vt) episode. It was determined that a patient was exhibiting a true vt rhythm, which was detected appropriately by the implantable cardioverter defibrillator (ICD). The device did not deliver high voltage therapy because the vt zone was programmed as monitor only. It was apparent that the patient received external defibrillation to convert the patient's rhythm. Programming changes were made to address the issue. Post external defibrillation, the patient was stable.